Event description:
It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter was used during a spyglass procedure performed on an unknown date. During the procedure, the device lost visualization. The procedure was not completed due to this event. The patient returned a week later for a successful procedure with spyglass.

Manufacturer narrative:
The exact date of the event is unknown. The reporter did not provide event date, (B)(6) 2023 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Initial reporter: health care facility (hcf): (B)(6) hospital. Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.